Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2015-20013. It was reported the patient experienced ineffective stimulation due to the lead migration. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2015-20013. Further follow up identified the leads were explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2015-20013. Further follow up identified the lead replacement surgery resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.